Event description:
It was reported by repair work order that the side rail could not remain latched due to a damaged spring spacer. Also the brakes could not remain engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.